Manufacturer narrative:
[Health effect - impact codes]: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified creases and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, silicone migration and rupture

Event description:
Healthcare professional reported right side ¿intracapsular + extracapsular rupture + capsular contracture grade 3,¿ "small foci of extracapsular silicone" and "silicone in non enlarged right axilla lymph nodes." Device was explanted.

Event description:
Healthcare professional reported right side ¿intracapsular + extracapsular rupture + capsular contracture grade 3,¿ "small foci of extracapsular silicone" and "silicone in non enlarged right axilla lymph nodes." Device was explanted.